Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon was loosely folded with blood on the balloon and in the guidewire lumen and contrast in the inflation lumen. The stent is secured between the markerbands. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The proximal end of the stent is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 32 x 3.50mm rebel stent, it was noted that the stent was bent when it was removed from the hoop. The device did not enter the patient's body. No patient complications were noted.